Event description:
I got allergan biocell natrelle 410 implants in (B)(6) 2016 after a double mastectomy to reduce my high risk of breast cancer due to a brca2 mutation. After the july 2019 recall of this device due to a link to lymphoma. I consulted with a plastic surgeon about having them removed. He told me that the implant on my left side had rotated - a complication that has changed the shape of my breast. I am dealing with stress and over this new cancer risk from my implants. Even after they are removed. I will face the risk of bia-alcl for the rest of my life. FDA safety report ID# (B)(4).